Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The customer reported complaint was reproduced during failure analysis. Additional findings found during evaluation: during evaluation, the opto button pads were found to be worn out. The opto button pads will be replaced. Error 23017 was observed along axis 6 during evaluation. The axis 6 motor will be replaced. The gimbal grip pads were found to be worn out during evaluation. The gimbal grip pads will be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The fse replaced the mtml (master tool manipulator-left) and the system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi has not received the mtml involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopy. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had recoverable error 23027. The technical service engineer (tse) reviewed the error 23027 reported in the error log. The tse informed the field service engineer (fse) that the master tool manipulator-left (mtlm) is malfunctioning. The procedure was converted to laparoscopy. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information. The system was inspected prior to use and there were no issues with the system or the port placements. The surgical staff did not observe any outside influences that were impeding movement of the system or patient side manipulator (psm). The customer attempted to reset the instruments and drapes. All troubleshooting steps were exhausted with no resolution to the issue.